Event description:
Reporter indicated high lead impedance readings were obtained for a pt at an office visit. The reporter felt that trauma to the chest may have occurred due to kickboxing or doing taekwondo exercises. The vns was disabled. The reporter believed there was a lead fracture. The last known diagnostics were on (B) (6)2009, and were normal. When the pt was seen for a surgery consult on (B) (6)2009, high lead impedance readings were initially obtained, but then normal diagnostics were also obtained. Attempts for programming history have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.